Manufacturer narrative:
Cmp 0503564 concomitant medical products: item# unknown unknown head lot# unknown, item# unknown unknown stem lot# unknown, item# unknown unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of xrays which indicated a marked eccentric position of the femoral head within the acetabular cup reflecting poly liner wear. A small ossific density was observed lateral to the joint space. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is considering revision due to poly wear. Head and liner to be revised. Attempts were made to obtain additional information; however, none was made available.